Manufacturer narrative:
Sensor kit expiration date is 30-apr-23. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 14 day of wear and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweating, and a loss of consciousness. Customer received a blood glucose reading of 34 mg/dl obtained on a hcp meter and treated with glucagon by a healthcare professional (hcp). After treatment customer received another blood glucose reading of 104 mg/dl obtained on a hcp meter. There was no report of death or permanent impairment associated with this event.